Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set cannula kinked event from (B)(6) 2025 within the last week and a half. The event occurred within three hours of insertion the insertion site was upper buttocks. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly no further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 3.